Manufacturer narrative:
Follow-up #1: date of submission 08/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: a review of the pump¿s black box revealed the data from the date of the complaint had been overwritten however the current black box revealed one error, alarm, warning with an unidentified high force. There were additional occlusion alarms observed in the alarm history. The pump powered on with the returned battery cap. The pump was exercised for 24 hours with no occlusion alarms duplicated. An occlusion alarm was no duplicated during investigation. The force calibration check passed. The pump case was removed and the force sensor pins were seated and the solder connection was intact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an occlusion issue.